Event description:
It was reported that during a coil embolization of a recurrent left vertebral artery aneurysm, a cashmere 14 coil 3 x 6 (src 140306-20/c20278) became stuck in the non-codman microcatheter, and as the coil was being removed together with the microcatheter, the coil stretched. The microcatheter and coil were able to be removed without incidence and a new microcatheter and a deltapaq coil were used to successfully complete the procedure. There were no patient adverse effects due to the incident. Prior to the incident, a 7 x 17 and 6 x 15 cashmere coil had been successfully detached into the aneurysm.

Manufacturer narrative:
(B)(6). Information regarding patient age, weight, concomitant medications and gender were not provided. Complaint conclusion: the entire coil was returned stretched. The sl-10 microcatheter was received undamaged and passed inspection. The most likely contributing factor to the coil stretching during retraction out of the aneurysm and becoming stuck inside the microcatheter with further stretching of the coil during the removal of both the coil and microcatheter may have been due to the coil becoming temporarily anchored on itself, or from the distal tip of the microcatheter. With both the microcoil system and the microcatheter returned cleaned, it cannot be determined if detached debris contributed to the coils damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed though product analysis. The resistance between the coil and microcatheter could not be confirmed based on the condition of the returned coil. The root cause of the stretching cannot be determined; however, based on the information provided, procedural/handling factors addressed in the IFU, as well as the resistance felt between the coil and microcatheter, may have contributed to the complaint. There was no evidence to suggest that the complaint was related to a design or manufacturing issue; therefore, no corrective action will be taken at this time. This is an initial/final MDR.